Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that patient had difficulty charging the implantable pulse generator (ipg) and having pain at the implant site. The patient underwent an ipg replacement procedure.

Event description:
It was reported that patient had difficulty charging the implantable pulse generator (ipg) and having pain at the implant site. The patient underwent an ipg replacement procedure. Additional information received that the patient was doing well post operatively. The explanted device will not be returned as it was disposed at the facility.